Event description:
Olympus was informed that during a trans-urethral resection of bladder tumor (turbt) procedure, the patient sustained a perforation in the bladder. It was further reported that the user utilized a bipolar mode, and cut too deep, which made a hole in the bladder. The user took the device apart a few times during the procedure, and claimed that the plastic tip was broken. No further information was provided. Olympus followed up with the user facility in an effort to obtain additional information regarding the reported event but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time; however, user error could not be ruled out as a contributory factor. If additional information becomes available at a later time, this report will be supplemented.